Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen (o2) sensor in a 980 ventilator would not calibrate and an alarm was generated. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the o2 sensor. The ventilator was calibrated. The unit passed all testing and operated within the manufacturing specifications.